Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. The rv impedance decreased slightly. Technical services (ts) was consulted and explained the reason to be loss of capture (loc) or failed right ventricular automatic threshold (rvat) test, but there are no failed tests. Ts suggested remote monitoring. Patient is not device dependent. No adverse patient effects were reported.